Event description:
It was reported that clipping error occurred during use with a needle clipping device safe clip. The following information was provided by the initial reporter, "consumer reported that her safe-clip needle clipper is not clipping although the device is not full. Problem occurred a few days ago."

Manufacturer narrative:
H.6. Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. As per qe, a DHR review of the risk management file for this issue shows that the risk for this issue is low. As no samples and/or photo(s) were received the investigation concluded: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Based on the above, no additional investigation and no CAPA is required at this time. H3 other text: see section h.10.

Manufacturer narrative:
Investigation: customer returned one (1) used bd safe-clip needle clipping device from lot 7205539. Consumer reported that her safe-clip needle clipper is not clipping although the device is not full. The returned sample was examined, and no apparent issues were observed (see attached photo). The returned safe-clip was tested by clipping three (3) test cannula: the safe-clip was able to clip all three test cannula properly, and no other issues were observed. As no manufacturing defects were observed, the alleged issue could not be confirmed. According with the DHR review information attached (see attached file), the problem ¿no clipping¿ has no nhb assembly process relation, all samples of safe clip disposable cutter (USA) passed functional test aql c=0 and aql=1.

Event description:
It was reported that clipping error occurred during use with a needle clipping device safe clip. The following information was provided by the initial reporter, "consumer reported that her safe-clip needle clipper is not clipping although the device is not full. Problem occurred a few days ago."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. (B)(4). Device evaluated by MFR: a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that clipping error occurred during use with a needle clipping device safe clip. The following information was provided by the initial reporter, "consumer reported that her safe-clip needle clipper is not clipping although the device is not full. Problem occurred a few days ago."